Manufacturer narrative:
Customer canceled call. System was working fine, and had been in use all day. (B) (4).

Event description:
The customer reported the images are too light. No pt injury was reported.